Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy is not possible because of problem in tube. Review of system log files showed that multiple parts of generator was not starting up. The engineer replaced the anode drive unit (adu) and the issue remains the same. Then, engineer replaced x-segment controller (xsc) and returned the system to use in good working order. The codes were updated based on the investigation outcome. Device problem and evaluation method codes were corrected.

Event description:
It has been reported to philips that the adu would not start fluoroscopy was unavailable. The issue was found during clinical use. No harm has been reported to philips.